Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was just sitting on his chair, watching tv when he started vomiting and having diarrhea. The cgm arrow trend was going up and the readings were sporadic according to the patient. Egvs were not specified nor clarified. It was not specified nor clarified whether a bg was checked. His tandem pump reportedly quit working and then numbers went sky high. The egv at that time was not documented. The patient ended up having ketoacidosis. There was reportedly no alarm at that time, but he said that his alarm was set between 80 and 180 mg/dl. He was wearing a life alert and pressed the button for the paramedics. The patient passed out when the paramedics were there and he came to a couple of times. There were no cgm or bg values not mentioned during this entire episode. The patient was reportedly incoherent and on the verge of a heart attack and was rushed to the hospital. The patient unable to remember treatment provided aside from the medicines to bring his heart levels down. Treatment for dka was not specified nor clarified. The patient stayed in the hospital around 4 days. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness. Health effect clinical code - ischemic heart disease.